Event description:
It was reported by a consumer on (B)(6) 2017 that their device quit working and they had to have it removed. It was stated that the device had a recall on it from (B)(6) 2014. The difference between medical device recalls and those of other consumer products was reviewed with the patient during the call. The consumer reported that they were unable to charge the implantable neurostimulator (ins) starting about 8 months ago in 2016 and the ins quit working in (B)(6) 2016. The patient¿s legs were hurting very bad. The patient had been able to effectively charge the ins at one point but they still could not get the scs to help with their leg pain. On (B)(6) 2017 the ins was explanted and replaced with another manufacturer¿s device. It was confirmed that the ins was replaced but the existing lead was kept in and connected. The consumer reported that the hcp had not told them the cause of the charging issue or why the ins was not helping with their leg pain. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated there was no specific event that caused the pain. The patient stated she went to the original implant doctor and he ordered a sonogram. The patient reported her healthcare provider stated "the only way to get relief was to remove."

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the cause of the neurostimulator (ins) not working and not charging was not determined. The hcp reported that the ins was removed and replaced and it wouldn¿t be returned for analysis. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient states that something may be wrong with their device. About eight months ago their device started causing them back and leg pain. The patient stated that their doctor told them that the implant needs to be taken out. It was noted that the patient had a myelogram and everything looked ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.